Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and resulted in no failures related to complaint. . The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting. The receiver was opened for internal visual inspection. The ui-u1 was detached from the main board to download the receiver log. It was reviewed and no errors were observed. The functional test was attempted but could not be performed. The reported event of initializing screen without manual restart was not confirmed as no errors were observed during log review. A root cause could not be determined.